Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number and issue to date. Investigation summary: the investigation is inconclusive for the reported device to device incompatibility issue. The delivery system was not returned for evaluation. However, an introducer and the stent graft were returned for evaluation. The dislodged failure mode was confirmed during evaluation. What appeared to be a lifestream stent was found lodged within the returned sheath. The definitive root cause for the reported device to device incompatibility and stent dislodgment issues could not be determined based upon available information. The event description states that the lifestreams use was off label i.e. In a stenting angioplasty procedure of the left subclavian artery. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries (section b indication for use). It is unknown if there were procedural or handling techniques that contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: the event description states that the lifestreams use was off label i.e. In a stenting angioplasty procedure of the left subclavian artery. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries (section b indication for use). Other relevant IFU information precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation ¿ carefully remove the selected device from the package. ¿ inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. ¿ flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system air evacuation ¿ a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. ¿ with the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. ¿ induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled.10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. ¿ attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. ¿ verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent ¿ advance the endovascular system over the guidewire into the introducer sheath. The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified in d2 and g5.

Event description:
It was reported that during a stenting angioplasty procedure of the left subclavian artery, the device was allegedly unable to insert through the 6fr 45cm introducer sheath. It was further alleged that the health care provider also observed that the stent graft dislodged within the introducer sheath; therefore, the delivery system and the stent graft were removed from the patient. Reportedly, a new device and a 7fr introducer sheath was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. (Expiry date: 10/2019).

Event description:
It was reported that during a stenting angioplasty procedure of the left subclavian artery, the device was allegedly unable to insert through the 6fr 45cm introducer sheath. It was further alleged that the health care provider also observed that the stent graft dislodged within the introducer sheath; therefore, the delivery system and the stent graft were removed from the patient. Reportedly, a new device and a 7fr introducer sheath was used to complete the procedure. There was no reported patient injury.